Event description:
Two days following a successful transoral incisionless fundoplication (tif) procedure, the patient began to experience symptoms of pain, bloating and tachycardia. The physician performed laparoscopic drainage due to a perforation and placed an esophageal stent. After approximately 3 weeks in the hospital, the patient has since gone home and is reported as doing fine. Initially, the physician felt that the perforation occurred during the laparoscopic procedure she performed before doing the tif procedure but she has since said that she is uncertain of when the perforation actually occurred.

Manufacturer narrative:
Device evaluated by manufacturer?no allegation of product malfunction and the device was disposed of per the hospital's standard operating procedure and is not available for evaluation.